Event description:
It was reported that during ventilation, the compressor went into standby and did not come out of standby. The ventilator that was connected to the compressor alarmed for low air supply pressure and high o2 concentration. There was no patient harm. (B)(4).

Manufacturer narrative:
(B)(4). Our field service engineer investigated the compressor on-site. The reported failure was confirmed. The standby valve was replaced and the compressor was successfully function tested and after that returned to clinical use. The standby valve was not returned for investigation and no device logs from connected ventilator was received. The standby valve shall put the compressor in standby when wall air is connected and shall start to supply compressed air when no wall air is connected. Since the standby valve was not returned for investigation the root cause to why the standby valve failed has not been determined.

Event description:
(B)(4).